Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) verified issue, found they were using a green plastic washer on top of required washer on helium tank causing a large leak. Fse removed plastic washer. Unit passes all functional and safety tests per factor specifications. Returned to customer.